Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, on unspecified inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. There were numerous hypotube kinks. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material over the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).